Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver lioresal 2000mcg/ml at 600 mcg/day, indicated for intractable spasticity and a head/brain injury. It was reported that the patient experienced a return in spasticity, and the pump was replaced due to end of life (eol) on (B)(6) 2016. It was reported that there were no known environmental/external/ patient factors that may have caused the reported return in spasticity. The patient¿s status at the time of the report was stated as alive-no injury.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. (B)(4) was erroneously coded; the code no longer applies. (B)(4) no longer applies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner regarding the events leading up to the pump replacement. On (B)(6) 2016, the patient was seen in the emergency room and then admitted to the hospital for acute hypoxic respiratory failure thought to be secondary to recurrent aspiration and/or inability to clear secretions. At that time, he had been having fevers and possible seizures or aspiration. The patient was initially treated with levofloxacin for presumed aspiration pneumonia and was afebrile with decreased leukocytosis. The patient was also noted to have a chronic seizure disorder and it was unclear if his coughing and choking spells were related to aspiration or to seizure-like activity. At the time of admission, the patient was also noted to have a urinary tract infection, and that it was unclear if his underlying gram-negative bacilli from his youth may be related to colonization versus acute infection. He was ¿seen by infectious disease,¿ who recommended continuing his current treatment. Concurrent medical problems included (B)(6) (date of onset not specified). On an unspecified date, the patient¿s baclofen pump was interrogated and numerous motor stalls were found as in addition to the previously reported end of life (eol). It was felt that the pump should be replaced and could have been contributing to some of his seizure-like activity. The patient was clinically stable throughout his hospital stay and was evaluated by neurosurgery for pump replacement. Just prior to the pump being replaced, the patient developed new bradycardia and his heart rate was in the 40s. This did not appear to be related to any new medications. The bradycardia was al so associated with hypotension and he was transferred to step-down unit for continued monitoring. He was placed on dopamine to assist with his blood pressure and heart rate with sub-optimal results. At that time, there was a concern that some of the symptoms could be related to his malfunctioning baclofen pump. It was felt that despite the patient not being medically optimized prior to surgery, the baclofen pump would be replaced. As of the evening of (B)(6) 2016, the patient¿s treatment included lioresal 2000 mcg/ml at 1181.5 mcg/day. On (B)(6) 2016, the patient underwent a replacement of the intrathecal pump for the preoperative diagnosis of failed intrathecal programmable pump. The indications for the procedure were anoxic encephalopathy/chronic spasticity and a dysfunctioning indwelling baclofen pump. Upon conclusion of the surgery, he remained ventilated (until 11:18 that evening) as he had a prior witnessed episode of aspiration. There were no ongoing complications. After the procedure, the new pump was set at the previously prescribed dose of ¿1181.5.¿ it was not known if that was the patient¿s ¿existing dose¿ or if the dose had been changed on the evening of (B)(6) 2016. Due to the bradycardia, the dose was halved to 600. The symptoms of bradycardia with shock resolved following the replacement of the pump. During the hospitalization, the patient was empirically placed on antibiotics for presumed aspiration pneumonia, including IV (intravenous) zosyn and vancomycin. He continued to have some resultant fevers, suspected to be related ¿more to autonomic dysfunction rather than the true infectious process.¿ his anti-infective therapy continued for a total of 7 days (to be completed on (B)(6) 2016). Prior to discharge, a physical examination was performed and revealed coarse lung sounds diffusely and a slightly distended abdomen. The peg tube and foley catheter sites were ¿as expected.¿ on (B)(6) 2016, the patient was discharged to a long-term care center in stable condition, and the remaining events were noted to be improved. Discharge diagnoses included acute hypoxic respiratory failure secondary to probable recurrent aspiration/inability to clear secretions, improving at the time of discharge; bradycardia with shock, possibly related to baclofen pump dysfunction; empirically treated with antibiotics for presumed aspiration pneumonitis; seizure disorder, probable acute or chronic; persistent vegetative state secondary to anoxic brain damage related to a drug overdose 6 or 7 years ago; and ¿contractures secondary to the above.¿ the refill date for the new pump was to be scheduled for (B)(6) 2017. It was noted that the issues were life threatening. The bradycardia and hypotension were thought to be related to baclofen pump stalls. The symptoms of bradycardia with shock resolved following pump replacement and dose reduction. The patient¿s medical history also included persistent vegetative state (secondary to anoxic brain damage, related to drug overdose 6 or 7 years ago), renal calculi, gram-negative bacilli infection (in his youth), use of an indwelling catheter, and use of a peg (percutaneous endoscopic gastrostomy) tube. Concomitant products included acetaminophen suspension at 650 mg 6x/day as needed per feeding tube, morphine at 10 mg/5 ml as needed per feeding tube, sodium bicarbonate at 650 mg as needed per feeding tube, diazepam at 10 mg 6x/day rectally as needed for seizure activity, diazepam at 5 mg 2x/day per feeding tube, keppra (levetiracetam) at 1000 mg 2x/day per feeding tube, cardura (doxazosin mesylate) at 1 mg 2x/day per feeding tube, duoneb (albuterol sulfate; ipratropium bromide) at 3 ml 6x/day, proamatine (midrodrine hydrochloride) at 10 mg 3x/day per feeding tube, simethicone at 40 mg 4x/day per feeding tube, miralax (polyethylene glycol 3350) at 8.5 g 2x/day per feeding tube, potassium chloride 10 meq/7.5 ml at 1x/day per feeding tube, magic mouthwash at 5 ml 3x/day to throat and mouth, prilosec (omeprazole) 20 mg 1x/day per feeding tube, zantac (ranitidine hydrochloride) 150 mg 2x/day per feeding tube, lor azepam 4 mg injection ¿in the vein¿ as needed for seizure activity, and cholecalciferol 2000 iu 1x/day per feeding tube.

Manufacturer narrative:
Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2016-dec-09. The rep stated that they received a call that the patient was having a pump replacement the following day due to a pump that was end of service. It was also stated that surgery took place the following morning after the call to the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.